Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This supplemental report was created to capture the change in h6: evaluation conclusion code.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, an engineering analysis was performed indicating that the device power was elevated due to sensing of chronic high atrial rates. Boston scientific technical services (ts) then discussed that the device power will return ro a lower value once the atrial arrhythmia terminates or the device is reprogrammed to a non-atrial sensing mode. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, an engineering analysis was performed indicating that the device power was elevated due to sensing of chronic high atrial rates. Boston scientific technical services (ts) then discussed that the device power will return ro a lower value once the atrial arrhythmia terminates or the device is reprogrammed to a non-atrial sensing mode. To date, the device remains in service. No adverse patient effects were reported.